Manufacturer narrative:
The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope, what the foreign material was, or whether the endoscope was used for a procedure with the foreign material attached to it. There was no delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air; immersed the endoscope in the detergent solution; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus confirmed that reprocessing is in accordance with the instructions for use and the air/water nozzle was not deformed. Based on the results of the investigation, the root cause of the foreign material in the subject device was unable to be specified. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] ¿inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." During testing and inspection, the customer¿s complaint (dark image) was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: a crack on the bending section cover, damaged universal cord due to physical stress, the insertion tube is deformed due to handling, the resin becomes cracked due to chemical stress, the suction cylinder was deteriorated due to physical stress. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use they observed that the endoscopic image becomes dark when connected to the scope. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: foreign matter in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign matter in the nozzle).